Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('neurological conditions or problems type: seizures') in a (B)(6) female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection (2002), suicidal intention (2009), trauma, gerd, anemia, pap smear abnormal (2009), asthma (2009), mental disorder (2009), borderline personality disorder (2009), cesarean section, jaw operation, multi gravida and parity 2. Concurrent conditions included hypothyroidism, ovarian cyst, pubic pain, emesis, nausea, heartburn, iron deficiency anemia, vitamin d deficiency, constipation, back pain, obesity, meralgia paraesthetica, osteoarthritis, post-traumatic stress disorder, gastritis, gastroparesis, diarrhea and allergic rhinitis. Concomitant products included clonazepam (klonopin) since 2018, valproate semisodium (depakote) since 2014 and vilazodone hydrochloride (viibryd) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy - bilateral salpingectomy; right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and weight increased had resolved and the seizure, depression, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, seizure, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube - 2 coils, left fallopian tube - 3 coils, current weight (B)(6). Discrepancy noted that essure confirmation test have been done however pfs mentions essure confirmation test not done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.306 kgs. Hysterosalpingogram on (B)(6) 2014: results: total bilateral occlusion. Pathology test on (B)(6) 2018: gross description: a. Labeled bilateral fallopian tubes. There are bilateral fimbriated fallopian tube segment measuring 4.6 x 0.5 cm and 4.0 x 0.5 cm. The longer segment is previously transected near the midpoint. The external surfaces are tan and smooth with a 0.4 cm thin-walled paratubal cyst just proximal to the fimbriated end of the shorter segment. Separately within the container are 2 portions of thin metal wire presumed to be contraceptive devices. Labeled right ovary. There is a 4.2 x 3.0 x 2.3 cm disrupted ovary with a predominantly smooth white tan external surface. Upon sectioning, the cut surfaces are pale tan and glistening with a 2.0 cm ruptured hemorrhagic corpus luteum and an adjacent 1.1 cm intact hemorrhagic cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2, fu 3 and fu 4 were processed together. Pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain were added. Case is upgraded from other event to incident. On (B)(6) 2019: fu 2, fu 3 and fu 4 were processed together. Pfs received: lot no. Was added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/anxiety, neurological conditions or problems type: seizures, dysmenorrhea (cramping), fatigue, weight gain, lower abdominal pain were added. Severity of event pelvic pain and abdominal pain were updated as severe. Concomitant drugs, lab data were added on 19-sep-2019: fu 2, fu 3 and fu 4 were processed together. Medical records received: reporter's information, patient demography, medical history, concomitant drugs, historical condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('neurological conditions or problems type: seizures') in a 32-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection (2002), suicidal intention (2009), trauma, gerd, anemia, pap smear abnormal (2009), asthma (2009), mental disorder (2009), borderline personality disorder (2009), cesarean section, jaw operation, multi gravida and parity 2. Concurrent conditions included hypothyroidism, ovarian cyst, pubic pain, emesis, nausea, heartburn, iron deficiency anemia, vitamin d deficiency, constipation, back pain, obesity, meralgia paraesthetica, osteoarthritis, post-traumatic stress disorder, gastritis, gastroparesis, diarrhea and allergic rhinitis. Concomitant products included clonazepam (klonopin) since 2018, valproate semisodium (depakote) since 2014 and vilazodone hydrochloride (viibryd) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy - bilateral salpingectomy; right oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and weight increased had resolved and the seizure, depression, anxiety and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, seizure, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right fallopian tube - 2 coils left fallopian tube - 3 coils current weight 190 lbs. Discrepancy noted that essure confirmation test have been done however pfs mentions essure confirmation test not done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.306 kgs. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: a. Labeled bilateral fallopian tubes. There are bilateral fimbriated fallopian tube segment measuring 4.6 x 0.5 cm and 4.0 x 0.5 cm. The longer segment is previously transected near the midpoint. The external surfaces are tan and smooth with a 0.4 cm thin-walled paratubal cyst just proximal to the fimbriated end of the shorter segment. Separately within the container are 2 portions of thin metal wire presumed to be contraceptive devices. B. Labeled right ovary. There is a 4.2 x 3.0 x 2.3 cm disrupted ovary with a predominantly smooth whitetan external surface. Upon sectioning, the cut surfaces are pale tan and glistening with a 2.0 cm ruptured hemorrhagic corpus luteum and an adjacent 1.1 cm intact hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.